Manufacturer narrative:
Date of event; corrected data: this information was inadvertently reported incorrectly on the initial MFR. Report. Device available for evaluation; corrected data: this information was inadvertently reported incorrectly on the initial MFR. Report. Date received by manufacturer; corrected data: this information was inadvertently reported incorrectly as 01/03/2017 on the initial MFR. Report and should have been reported as 01/05/2017.

Event description:
It was reported the physician had observed the high impedance prior to the date of the patient's vns surgery. Product analysis for the returned lead was completed. It should be noted that the majority of the lead assembly, including the electrode section, was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead was consistent with conditions that exist typically following an explant procedure. No obvious anomalies were noted and not discontinuities were identified. However, since a majority of the device was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. Product analysis for the returned generator was completed. The generator performed according to functional specifications. There were no performance, or any other types of adverse conditions, found with the generator.

Event description:
It was initially reported the patient was referred for generator replacement due to normal battery depletion. It was later reported the lead was also replaced due to a lead discontinuity. Both the lead and the generator were received by the manufacturer. Product analysis is expected but has not been completed to date. Attempts for additional relevant information have been unsuccessful to date.